Event description:
A physician reported that a pt was skin tested in the right forearm on 16 july 1997 with negative results. On 6 august 1997, the pt was treated in the nasolabial folds. On 8 august 1997, the pt called the physician and alleged raised, red lumpy areas at the injection sites and the test site. On 12 august 1997, the physician examined the pt, believed the symptoms due to hypersensitivity, and prescribed topical temovate cream and oral zithromax. On 20 september 1997, the pt was seen in the office with no improvement of symptoms. On 16 october 1997, the pt called and alleged that the symptoms were 50% better. No further med or surgical intervention was planned or prescribed.

Manufacturer narrative:
On 9 june 1998, the physician reported that the pt was last seen on 20 may 1998. The symptoms resolved on 07 april 1998.